Manufacturer narrative:
Stryker replaced the therapy pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause was determined to be a faulty therapy pcb.

Event description:
The customer contacted stryker to report that the defibrillation energy charge was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. A quote has been sent to the customer regarding repair. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation energy charge was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.